Manufacturer narrative:
Patient information was not provided. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. (B)(4). A complaints database analysis revealed that no previous device contamination complaints were submitted by this hospital. A service history review did not identify any deviations or non-conformities relevant to the reported issue as well as DHR review. Since no contamination cases have been received from this hospital in the past the cleaning practice in place back in the 2017 for heater-cooler devices are still unknown as well as the current practice. Livanova will attempt to retrieve additional information to clarify the reported event. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a medwatch report mw (B)(4) stating that a (B)(6) years old patient undergone a cardiac surgery in the early 2017 for mitral valve replacement. The patient has been recently admitted to the hospital with worsening pain to his bilateral lower extremities, numbness in his anterior and lateral thighs and difficulties with urination. The patient underwent magnetic resonance which was noticeable for a slight increase of t 3-4 and l 4-5 abscesses. Nearly a week later, the patient underwent a multi-level laminectomy and fusion for abscesses drainage. A would culture was sent on that day and processed in a reference lab and came back positive to m.chimaera.reportedly an heater-cooler system 3t was in use at the time of the surgery back in early 2017 and the patient will require prolonged treatment for m.chimaera infection. The patient was discharged to an acute inpatient acute rehabilitation setting.